Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On 12/08: customer reports male having a retrograde pyelogram with (B)(4) study when sys failed. Procedure was completed by physician, no reported injury. Customer does not know if they brought in a portable c-arm fluoro or if the physician completed with use of endoscope.